Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 850 mg/dl vomiting, and diabetic ketoacidosis. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Customer's spouse called "911" (emergency services) and customer went to the emergency room; mode of transportation was not specified. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.